Manufacturer narrative:
Evaluation in progress.

Event description:
With a patient on the table, the cryocare software failed to start due to error indicating "failure to setup digital I/o board". Problem persisted after several reboots. Borrowed a replacement system to complete the case

Manufacturer narrative:
Device evaluated by simulated use testing and found faulty digital I/o pcb. Device repaired and returned to user.